Manufacturer narrative:
(B)(6). Date of event is unknown. This report is for unknown quantity of unknown screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Original implant procedure was sometime in (B)(6) 2012. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as the specific part number for screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original implant procedure sometime in (B)(6) 2012 due to rotational osteotomy to the left tibia. Patient was implanted with one (1) ex tibia nail (11 mm/400 mm) and unknown type and quantity of screws. On (B)(6) 2017, a hardware removal surgery was performed to explant the ex tibia nail construct due to patient preference. It was reported that during the tibia nail removal procedure, it took the surgeon approximately 30-60 minutes of back slapping force to remove the previously implant tibia nail. This nail removal procedure was reported to be very difficult. Post-operatively, on an unknown date, it was found under x-ray that the tibia bone had a longitudinal fracture on the posterior side of the tibia bone, extending from the proximal quarter to the distal quarter. The fracture pattern to the tibia bone was non-displaced. Now the surgeon¿s plan for the patient is to protect the tibia bone with no definitive operative treatment. No fragments were generated during tibia nail removal. Patient is reported in stable condition. Sales consultant has no more information to report on this event. Subsequently, on an unknown date, (around the same time as when the tibia nail and screws were implanted) patient also had a rotational osteotomy procedure to her left femur using one (1) femoral nail and unknown type and quantity of screws. Post-operatively, on an unknown date the patient presented with a history of thigh pain. Surgeon removed the femur nail construct. It was reported that the patient¿s mid shaft thigh pain was relieved. This event will be captured on complaint (B)(4). This report is for unknown quantity of unknown screws. This is report 2 of 2 for complaint (B)(4).